Event description:
The physician reports that the crystalens haptic became damaged when delivering the lens using a lens injector sys. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A second crystalens was implanted successfully and the pt's prognosis is excellent.

Manufacturer narrative:
Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector sys, where the lens was loaded incorrectly.